Manufacturer narrative:
The product is not available for return and the lot number is unknown. The doctor relates the event to the product. Based on the available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor reported a patient visited the office for treatment of a corneal ulcer in the left eye. The patient was treated with vancomycin, tobramycin and ciloxan. It was discovered a few weeks later that the patient had a fungal infection. The patient was then treated with natamycin. The patient is currently still under treatment. The doctor relates the event to the product.